Event description:
The cardiologist attempted arteriotomy closure using a techstar xl 6 fr device. The posterior needle missed the barrel and presented in the subcutaneous tissue. The physician made a small incision proximal to the dermatotomy and extracted the needle. He removed the device and inserted a sheath. Closure was achieved using manual compression. The pt recovered without further incident.